Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The stm found no maintenance faults in the diagnostic logs, however the stm discover that there were 18 "leak in iab circuit" and 2 "iab disconnected" failures that were most recent within the diagnostic logs. The stm concluded that there may have been an issue with the iab or with the connection. The stm performed all functional tests and validated calibration. The unit was then returned to the customer and cleared for clinical use.

Event description:
It was reported that during patient use, the cs300 intra-aortic balloon pump was alarming "maintenance required". There was no patient harm or injury and no and no adverse event reported.

Event description:
It was reported that during patient use, the cs300 intra-aortic balloon pump was alarming "maintenance required". There was no patient harm or injury and no and no adverse event reported.